Event description:
I went to the dentist as a child and rec'd fourteen or more mercury fillings for cavities when I was a kid. We know that this should never have been approved by the FDA as we know now that there are side effects and the fillings need to be removed immediately. I have over the years spent thousands of dollars trying to correct my teeth. I need to know if the FDA is liable for this colossal mistake of poisoning people ie. Children. I would like to be reimbursed for all the money I have spent on my teeth and would like the FDA to pay for it since they made the decision that it was safe for my dentist to put this in my mouth, my current dentist wants to remove all the mercury in my mouth; however, wants hundreds of dollars for his services. Please let me know how to proceed. Dose or amount: large. Diagnosis or reason for use: filling for cavities.